Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the usb port was not working, it was damaged, and drives could not be inserted into the port. An area of the display was found to be unresponsive to the stylus. The display drops. The printer drawer was missing paper guide however it was functional. There were broken keyboard hinges. The keyboard was broken at the hinge pin. The stylus tip was loose but functional. There was a damaged rubber pad on the lower case. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer which returned into service subsequently tested out of specification during manufacturer analysis. There was no patient involvement.